Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of death as listed in the graftmaster rx coronary stent graft system, instructions for use, is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient presented with an acute stroke with occlusion in the heavily tortuous middle cerebral artery. After performing balloon angioplasty, a free perforation with extravasation was noted and patient health was declining toward death. After treatment with intravenous tissue plasminogen activator (tpa) medication, an attempt was made to advance a 2.8x16mm rx graftmaster covered stent to the target area, but the target area was too remote for the graftmaster to reach it; thus, this stent was not deployed. There was no device issue with the graftmaster. No other attempts were made to treat the perforation; the patient was brought to the post-anesthesia care unit where the patient expired 30 minutes later due to the perforation with extravasation into the brain. In the opinion of the physician, use of the graftmaster did not cause or contribute to patient death in any way. No additional information was provided.